Manufacturer narrative:
Continuation of d10: 457453 lead, implanted: (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) stopped working seven times. The crt-d remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient had an office visit and device check a few weeks later for chest wall pain in pacemaker pocket. It was noted that the patient had recently been admitted for six days after cardiac arrest. The patient had presented to the emergency department after being found down and was transported by emergency medical services. The patient had several device shocks prior to arrival as wellas during admission and was intravenously administered antiarrhythmic and anesthetic and infusion of antiarrhythmic medication. The patient had elected to turn off all device shocks therapy during the admission stay and wanted to be do-not-resuscitate (dnr) status. The patient reported had issues with the device and pain from the site, pain at night before bed and sometimes in the middle of the night. A device interrogation showed no significant ventricular arrhythmias. Ventricular fibrillation (vf) therapies and detection are off. The patient was noted as overall doing well. The physician advised the patient to continue antiarrhythmic and beta blocker medication in lieu of vf therapies are turned off. Physician noted device is still working.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.